Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Unit returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned guidewire was bent with a section of the core wire exposed due to the polymer jacket damaged, coating is found to be hanging loosely from the wire distal tip. Visual issues were confirmed under microscope. The outer dimension of the distal, medium and proximal are within the specifications. The device was measured in three sections (distal - medium - proximal) and were within specifications. However, the overall length could not be measured due to returned condition.

Event description:
It was reported that guidewire removal difficulty and coating issue occurred. The target lesion was located in the non-tortuous and non-calcified dorsalis pedis artery (pda). A 300cm, 8cm poly tip v-18 control wire was used. As the wire was tracking along the pda with a non-boston scientific balloon as a support catheter, the wire went into a small branch unintentionally. When the wire was pulled out from the small branch, resistance was felt. The wire and balloon catheter were removed as a unit, and 1cm of the hydrophylic coating was found to be hanging loosely from the wire distal tip. There was no coating left inside the patient's body. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that guidewire removal difficulty and coating issue occurred. The target lesion was located in the non-tortuous and non-calcified dorsalis pedis artery (pda). A 300cm, 8cm poly tip v-18 control wire was used. As the wire was tracking along the pda with a non-boston scientific balloon as a support catheter, the wire went into a small branch unintentionally. When the wire was pulled out from the small branch, resistance was felt. The wire and balloon catheter were removed as a unit, and 1cm of the hydrophylic coating was found to be hanging loosely from the wire distal tip. There was no coating left inside the patient's body. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.